Event description:
It was reported that the user experienced a dexcom g7 pairing failure with the ilet pump, limited to the pump connection, and was guided to restart the pump and re-pair the sensor, confirming the sensor was in pairing mode; the issue aligned with an intermittent communication failure associated with the antenna component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the devices consistent with intermittent communication failure, with relevance to the antenna component within the electrical and magnetic subsystem. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.